Manufacturer narrative:
Device photos evaluation: during visual evaluation of the device it was observed a tear in one of the suture tab, measuring approximately 0.5 cm. Microscopic examination was performed to the rupture and no evidence of instrument damage was observed. No additional anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Although the manufacturing criteria was met during manufacturing, there is an open investigation to address with the defects of the suture tabs on the tissue expander as seen by the customer. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation: during visual evaluation of the device it was observed a tear in one of the suture tab located at 9 o' clock. Microscopic examination was performed to the rupture and no evidence of instrument damage was observed. No additional anomalies were observed. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Although the manufacturing criteria was met during manufacturing, there is an open investigation to address with the defects of the suture tabs on the tissue expander as seen by the customer. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast reconstruction revision with mentor artoura breast tissue expander implants which the left side deflated after implantation. The issue was confirmed by the physician. As a result patient had the implant removed on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that on submission of manufacturer report number 1645337-2019-25792 has error on type of evaluation indicating is photo which the correct type is device evaluation. And h3 is yes. Manufacturer¿s reference number: (B)(4).